Event description:
The reporter stated that a pt who previously received a three level anterior cervical discectomy and fusion (acdf) with a complete cage used at each of the levels, appeared on x-ray to collapse. The pt was scheduled for revision surgery on (B)(6) 2012 for corpectomy with posterior fixation. Integra has requested add¿l clinical info. Product catalogue numbers that were explanted in this complete cervical ibd revision surgery were: 2 each 27-10-1607 implant 16x14x7mm, 6-deg. One each 27-13-3514 screw, st 3.5x14mm. Five each 27-14-3514 screw, sd 3.5x14mm. One each 27-10-1608 implant 16x14x8mm, 6 deg.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.